Event description:
The complainant reported that a patient implanted with an impella cp pump for mechanical circulatory support. One day after implant, it was stated that the pump had gotten entangled in the papillary muscle. Signs of hemolysis were being presented and attempts to reposition the pump initially failed. With additional onsite assistance, the pump was eventually withdrawn to the aortic root and then re-advanced into the left ventricle. The patient subsequently went into metabolic shock and va ECMO was introduced via right femoral access. Low purge flows and high purge pressure were encountered, but resolved following utilization of heparin in the purge line. The patient remained on support for three more days until the decision was made by the family to withdraw care. The patient later expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.